Event description:
Initial operation was on (B)(6) 2011. Removal attempt was (B)(6) 2012. During this operation following unknown devices broke, one screwdriver, one cutting pliers and one extractor.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: patient was implanted with 3.5mm ti lcp superior anterior clavicle plate and screw construct on an unknown date. It was reported the surgeon could not remove the device for the first planned removal of hardware and the surgeon left the device in place. Reportedly the patient developed an infection. Patient was returned to the or on an unspecified date for removal of hardware. No further information was provided. This report is for the second revision surgery. This report is for five (5) unknown screws. This is 3 of 3 reports for the same event, complaint #(B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. Additional information from synthes (B)(4). Initial implantation: additional information.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Without a lot number the device history records review could not be completed.

Manufacturer narrative:
Device was used for treatment, not diagnosis.

Event description:
This complaint pertains to broken instruments from initial planned removal attempt. This is report 3 of 7 for (B)(4).

Manufacturer narrative:
The relevant dimensions could not be checked because of the damages, which were caused during the extraction. Afterwards it is impossible to determine the exact cause of the screw blockage. The reason for this phenomenon may be different. It is possible too much applied force while tightening or an improper alignment between the screw and the plate can lead to such an occurrence. Another possible reason could be instable fracture which lead to micro movement what can cause such fretting as well.

Event description:
This is 3 of 7 reports for complaint (B)(4).